Event description:
It was reported the patient's symptoms returned when their settings changed from 0.4 v to 0.3 v. The patient may have accidentally changed the settings. They went to the bathroom four times the night prior to call. The patient did not make it to the bathroom and wet themselves. While on the call, the patient increased back to 0.4 v and felt stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rzsd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).